Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for sheath distal tip tear was confirmed with the information provided to date. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple plausible contributors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.

Event description:
As reported by our affiliates in japan, during a transcatheter aortic valve implantation procedure, after deployment of a 23mm sapien 3 ultra resilia valve, upon removal of the esheath+, the distal tip of the esheath+ was found torn and remained barely connected by approximately 2-3 mm. No adverse health effects were observed in the patient. Per a medical opinion, bulky calcification was present at the bifurcation of the terminal aorta into the common iliac arteries (cia). The passage through this area was thought to be the cause of the issue.